Event description:
Pt revised from 3dknee to foundation knee with ultra-congruent tibial insert due to chronic pain.

Manufacturer narrative:
Intraoperatively, there was no evidence of micro motion in any aspect of the implanted prosthesis no of implant defect or failure. Pt tested negative for infection and metal reaction.